Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to preadmitted status was not showing on the station. A technical support specialist confirmed that the patient was correctly crossing over on the server. However, the medical device was not set up to display preadmission information. The technical support specialist recommended configuring the device to include preadmission details. The patient was now visible on the station, and the issue has been resolved. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system's one patient with preadmitted status was not appearing on the station. The customer reported that the malfunction occurred when user trying to issue the medication to patient, causing a delay in accessing the medication for the patient. There were no adverse events or injuries reported based on this incident.